Event description:
It was reported that the patient came down with a wound infection of mrsa (methicillin resistant staphylococcus aureus) during normal use. The patient had been implanted on (B)(6) 2014 and the infection started to show ¿sometime last week.¿ the reporter stated that they were told it ¿possibly originated from a urinary tract infection.¿ the pump and catheter were completely explanted on (B)(6) 2015 and would be returned for analysis. The pump was used to infuse dilaudid. No outcome was reported for this event, follow up was being conducted but additional information had not yet been received at the time of this report. If additional information is received a follow up will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. The patient did not develop meningitis. Their last refill had been on (B)(6) 2014. Risk factors that applied to the status of the patient prior to their implant included diabetes, corticosteroid use, a debilitated status and decubitus ulcers. Signs and symptoms of the infection included redness, swelling, drainage and an incision wound opening. In terms of the primary location of the infection, it was noted to be next to the patient's skin incision. Treatment for the infection included both intravenous and oral antibiotics. As far as the patient's outcome, the infection resolved. No further information was provided.